Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 4/19/2021 d.4. Medical device lot #: 0233531 d.4. Medical device expiration date: 8/31/2023 h.4. Device manufacture date: 9/14/2020 d.4. Medical device lot #: 0241007 d.4. Medical device expiration date: 8/31/2023 h.4. Device manufacture date: 9/29/2020 d.4. Medical device lot #: 0300443 d.4. Medical device expiration date: 10/31/2023 h.4. Device manufacture date: 11/5/2020 h.6. Investigation: samples were returned to the decontamination plant of material 383591. No defects or damaged were found on the samples. A device history record review was completed by our quality engineer team for provided lot numbers. The reviews did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Bd was not able to confirm the customer¿s indicated failure mode because the defect could not be found and the failure was not replicated.

Event description:
It was reported that an unspecified number of nexiva diffusics 22g x 1.00 in broke at the catheter or had foreign matter. The following was reported by the initial reporter: "it was reported that the samples have been received for the following lot's verbatim: notification summary (see pr details below): hello, we received samples for this pr under fedex tracking number (B)(6) . However the following three lot numbers were also returned that are not recorded in the parent record. - lot number 0233531, material number 383591 (2 devices) nexiva diffusics in a sealed package - lot number 0241007, material number 383591 (1 devices) nexiva diffusics in a sealed package - lot number 0300443, material number 383591 (1. Devices) nexiva diffusics in a sealed package"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of nexiva diffusics 22g x 1.00 in broke at the catheter or had foreign matter. The following was reported by the initial reporter: "it was reported that the samples have been received for the following lot's. Verbatim: notification summary (see pr details below): hello, we received samples for this pr under (B)(6) tracking number (B)(4). However the following three lot numbers were also returned that are not recorded in the parent record. Lot number 0233531, material number 383591 (2 devices) nexiva diffusics in a sealed package. Lot number 0241007, material number 383591 (1 devices) nexiva diffusics in a sealed package. Lot number 0300443, material number 383591 (1. Devices) nexiva diffusics in a sealed package".